Event description:
Facility reports that after dialyzer was recirculated the patient care tech (pct) attempted to initiate the treatment but the air detector alarmed. The pct then made several attempts to clear the alarm and start the treatment when the patient said, "there was too much air", and started to complain of chest pain. The patient's treatment was stopped and the patient was placed on 02 and the chest pain was treated with nitro. The patient was then sent to e.r. For suspected air embolism. According to the facility, post incident it was discovered that when the pct tried to initiate the treatment, the heparin accessory line had been left unclamped, and even though this line was still capped, air may have entered through this line; air was also seen inside the arterial and venous lines. Sample is available for evaluation. Two days after the event, the patient had returned to the unit and it was confirmed with the patient's doctor that the patient did not have an air embolism.